Event description:
Caller reported air bubbles and gaps in the infusion set tubing of the insulin pump system, which were observed during pumping rather than during the load sequence. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by priming the tubing to remove the air bubbles and filled the cannula, and was informed by customer technical support that these small air bubbles would not affect blood glucose levels.